Event description:
It was reported the pt programmer displayed the "warning battery low" flag (B)(6). It was identified that this was battery passivation. The flag was cleared and stimulation functioned properly.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form on opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.